Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid was leaking back into the vials during use of an unspecified quantity of vial-mate adapters. This occurred during preparation once the vial activation was completed; the adapters were connected to sodium chloride bags and vancomycin vials. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between april 30, 2024 and may 07, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph did not show the reported defects. The reported condition was not verified on the photo sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.